Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) is complete. The reported problem (add gel/replace belt messages, damaged cable) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure, the reported alarms, and the damaged cable was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned belt (B)(4) and notified zoll that a patient was receiving add gel/replace belt messages (in the absence of a prior gel release) and had a damaged cable on their belt.